Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the global find function did not work for the pyxis machines (chbpacu, chbsds and chborcore). The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the global find function did not work for the pyxis machines. A technical support specialist dialed into the server, checked stations unable to see medications with global find. The tss ran the port testing to see if there is port being blocked, turns out port 808 was not blocked and ran device inventory report and found the med is showing under two stations: chber and chbms under pocket 69 and 7 respectively. The tss found that rn from other units have not been able to successfully use global find in chbsds, chbpacu or chborcore but can use the global find function in other machines (chbms, chbob, chber). The tss checked the user roles and found the global find and extend global find and the port 808 for both stations was open. The tss resolved the issue by adding extended global find to the user role. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: UDI and manufacturer date not available.